Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a damaged steroid collar, which most likely resulted due to mechanical stress in the implanted state. However, a thorough analysis of the lead did not show any deviations which might have led to the reported high threshold and loss of capture. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 33 months, it was reported that the lead was extracted due to high threshold and loss of capture.